Event description:
It was reported that they heard a cracking sound when connecting the IV tubing to the transducer for flushing fluid through the transducer. Further follow up with the hospital indicated that the tubing broke and the patient (baby) lost a significant amount of blood. A transfusion was need a couple of days later not sure if our tubing breakage had anything do with it.

Manufacturer narrative:
We received single pediatric dpt with attached pressure tubing, 3-way stopcock and 3cc bd syringe for examination. Blood was visible throughout the unit. Prior to decontamination blood was found inside the entire tubing and the dpt fluid path. There was also approximately 2ml of blood and liquid inside the attached syringe. There was no damage observed from the returned tubing or the dpt. All connections were tight and secure. No leakage was detected from the kit during leak test. Note: per edwards IFU it is recommended using an infusion pump in series with the flush device to accurately regulate the minimum amount of flush solution needed to maintain catheter patency while allowing continuous pressure monitoring for severely fluid restricted patients such as neonates and children. A follow up with the nurse stated that they believe the stopcock was not tightened and that is where the blood leaked out; the stopcock next to the transducer. She stated that the nurses realized that they have not been checking and tightening the stopcocks on the dpt kits. No actions will be taken at this time. Lot number was not provided, therefore review of the manufacturing records could not be completed.